Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s physician reported via phone call that the customer had a car crash accident due to low blood sugar and was taken to the emergency room. The customer's blood glucose level was in 30 mg/dl but the insulin pump was reading as 117 mg/dl. It was reported that the transmitter was not working properly and was giving the inaccurate reading. The device will not be returned for analysis.